Event description:
It was reported that the surgeon was not able to insert the 75mm drop down stem into the tibia plate. The surgery was completed with a 45mm drop down stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.